Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The glue on the rubber portion of the bending section was cracked. The glue on the forceps cover was peeling. The probe unit, the water inlet and the scope connector were found to be loose. There was a customer label on the control body. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the glue on the bending section of the evis exera ii ultrasound gastrovideoscope was observed to be cracked and peeling during reprocessing. Inspection of the returned device found peeling glue on the forceps cover. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred due to an external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.